Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient experienced a high blood glucose event and an issue with the infusion set on (B)(6) 2026. The patient received treatment with insulin via pump, and the event subsequently resolved. The cause of the event was not known. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: sweden.